Event description:
It is reported that it was too difficult to remove the inner packaging from the outer packaging. The tab to open the inner packaging was broken. As a result, no drop down extension was used to finish the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.